Event description:
It was reported that a patient underwent a sling procedure in 2007. After an uneventful placement of the two wings of the mesh, the surgeon deployed the wire on the left. The surgeon placed a right angle clamp underneath the device without problems and it was not too tight or too loose. However, when the surgeon deployed the release wire on the right, the left side of the device fell into the vaginal incision. The surgeon decided to remove the device and place a retropubic sling instead. When the surgeon tried to remove the right side of the initial sling, it was already adhered to pelvic floor, so he cut it close to the vaginal incision. The placement of the retropubic sling device went well and the patient went home after she voided with no further complications.

Manufacturer narrative:
The a portion of the actual device involved in this event was returned for evaluation. Visual examination found both inserters in the released position with the mesh detached. The piece of mesh reurned was full of blood. No non-conformities could be detected. As the device was used, no functional tests could be performed.